Event description:
It was reported that during the implant procedure for an implantable neurostimulator (ins), impedances >40000 ohms were measured on electrodes 0-7. The paddle lead had been inserted in a trial four days earlier and was tested with the multi-lead trialing cable (mltc). All impedances were normal. When the physician removed the 0-7 lead from the ins and reinserted it, all electrodes (0-15) showed high impedances. Both leads were reinserted and placed in the opposite ports, but the high impedances remained. The lead was checked with the mltc once again and the impedances were normal. There was no fluid in the header block, and nothing abnormal about the alignment or tightening of the set screws. A new ins was used, and when the lead was re-seated and wiped down, all impedances were within normal ranges. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot# v962564007, implanted: (B)(6) 2012. Product type: lead. (B)(4).